Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same as MFR report#: 3005188751-2011-00116. It was reported that during pulmonary vein isolation procedure, while performing a transseptal puncture, a perforation occurred in the ventricle outflow tract / aorta. An echocardiogram revealed a small "jet"; no pericardial effusion was noted. The procedure was stopped at this time. The patient's blood pressure was stable and there were no consequences to the patient. A follow up echo was performed which confirmed the patient was ok; the patient was discharged on (B)(6) 2011. The patient will return in 4 weeks for pulmonary vein isolation.